Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pain'), genital haemorrhage ('bleeding') and ovarian cyst ('ovarian cysts') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included menses irregular with excessive bleeding, vaginal bleeding, endometriosis, nausea and vomiting. Concurrent conditions included uterine bleeding, abdominal pain, headache, numbness, chronic migraine, syncope, tachycardia, chest pain, deep vein thrombosis, shortness of breath, palpitations, allergic reaction, adhesion, ovarian cyst ruptured, uti, postoperative pain, intra-abdominal abscess and lower abdominal pain. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (total vaginal hysterectomy & left salpingectomy and on (B)(6) 2015 right salpingo ¿oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and ovarian cyst outcome was unknown. The reporter considered genital haemorrhage, ovarian cyst and pelvic pain to be related to essure. The reporter commented: from mr: essure procedure left cornua only (unable to complete right side). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2010: endometrial tissue with breakdown change and degenerative hyalinized change. Endocervical tissue with marked chronic a inflammation and ciliated metaplasia and focal squamous metaplasia. Computerised tomogram abdomen - on (B)(6) 2015: impression: linear metallic density along left aspect the uterus/fallopian tube most compatible with essure device. Correlate clinically. Similar appearance (B)(6) 2014. Ovarian lesion probably functional cyst. Small hypo density anterior to spleen may represent very unusual sequela of appendigitis epiploica. Pathology test - on (B)(6) 2015: right fallopian tube and ovary. Ovary with cystic follicles fallopian tube with paratubal cyst; on (B)(6) 2015: uterus, cervix, left tube: cervix with focal acute and chronic inflammation with surface erosion adenomyosis weakly proliferative endometrium, extensively denuded serosal adhesions, congestion, and foreign body giant cell reaction fimbriated end of fallopian tube without significant histopathologic change. Ultrasound pelvis on (B)(6) 2015: ovaries appear normal size and shape. Normal doppler flow is identified in both ovaries. There is a 1.8 x 1.7 x 1.7 cm cyst in the left ovary. There is a second 1.5 x 2.7 x 2.3 cm cyst in the left ovary.; on (B)(6) 2015: 1. Cystic focus within the uterine fundus, similar to the prior study and possibly representing a degenerated fibroid. Small focus of fluid within the region of the lower endometrial canal, similar to the prior study. Status post right oophorectomy. Complex hypoechoic focus within the left ovary, measuring up to 2.6 cm, possibly representing a hemorrhagic follicle. Trace free fluid within the pelvis.; on (B)(6) 2015: pelvis complete and transvaginal nono impression: uterus measures approximately 6.7 cm in length. Uterus is heterogeneous which nonspecific, somewhat similar appearance (B)(6) 2015. Slight prominence endometrial canal which measures 0.7 cm. There is a small cystic space within the uterus which measures 0.8 cm and was present previously, this may represent adenomyoma or degenerated fibroid. Right ovary not visualized and apparently has been removed. Left ovary measures 2.7 cm. A 2 cm hypoechoic lesion left ovary probably functional cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ovarian cyst, pelvic pain. Quality safety evaluation of ptc: unable to confirm complaint. Most recent followup information incorporated above includes: on 10jul2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pain'), genital haemorrhage ('bleeding') and ovarian cyst ('ovarian cysts') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included menses irregular with excessive bleeding, vaginal bleeding, endometriosis, nausea and vomiting. Concurrent conditions included uterine bleeding, abdominal pain, headache, numbness, chronic migraine, syncope, tachycardia, chest pain, deep vein thrombosis, shortness of breath, palpitations, allergic reaction, adhesion, ovarian cyst ruptured, uti, postoperative pain, intra-abdominal abscess and lower abdominal pain. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (total vaginal hysterectomy & left salpingectomy and on (B)(6) 2015 right salpingo ¿oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and ovarian cyst outcome was unknown. The reporter considered genital haemorrhage, ovarian cyst and pelvic pain to be related to essure. The reporter commented: from mr: essure procedure left cornua only (unable to complete right side). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2010: endometrial tissue with breakdown change and degenerative hyalinized change. Endocervical tissue with marked chronic a inflammation and ciliated metaplasia and focal squamous metaplasia. Computerised tomogram abdomen - on (B)(6) 2015: impression: linear metallic density along left aspect the uterus/fallopian tube most compatible with essure device. Correlate clinically. Similar appearance (B)(6) 2014. Ovarian lesion probably functional cyst. Small hypo density anterior to spleen may represent very unusual sequela of appendagitis epiploica. Pathology test - on (B)(6) 2015: right fallopian tube and ovary. Ovary with cystic follicles. Fallopian tube with paratubal cyst; on (B)(6) 2015: uterus, cervix, left tube: cervix with focal acute and chronic inflammation with surface erosion adenomyosis. Weakly proliferative endometrium, extensively denuded, serosal adhesions, congestion, and foreign body giant cell reaction. Fimbriated end of fallopian tube without significant histopathologic change. Ultrasound pelvis - on (B)(6) 2015: ovaries appear normal size and shape. Normal doppler flow is identified in both ovaries. There is a 1.8 x 1.7 x 1.7 cm cyst in the left ovary. There is a second 1.5 x 2.7 x 2.3 cm cyst in the left ovary.; on (B)(6) 2015: cystic focus within the uterine fundus, similar to the prior study and possibly representing a degenerated fibroid. Small focus of fluid within the region of the lower endometrial canal, similar to the prior study. Status post right oophorectomy. Complex hypoechoic focus within the left ovary, measuring up to 2.6 cm, possibly representing a hemorrhagic follicle. Trace free fluid within the pelvis.; on (B)(6) 2015: pelvis complete and transvaginal non-ob impression: uterus measures approximately 6.7 cm in length. Uterus is heterogeneous which nonspecific, somewhat similar appearance (B)(6) 2015. Slight prominence endometrial canal which measures 0.7 cm. There is a small cystic space within the uterus which measures 0.8 cm and was present previously, this may represent adenomyoma or degenerated fibroid. Right ovary not visualized and apparently has been removed. Left ovary measures 2.7 cm. A 2 cm hypoechoic lesion left ovary probably functional cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ovarian cyst, pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.